Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant following a car accident which left him unconscious for a long time. In 2006, the pt was seen by a company representative for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's c1 device has been scheduled.